Event description:
It was reported to olympus, that the hd autoclavable camera head had no image. The issue was found during preparation for use and the procedure was completed with another device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was not confirmed. It was noted that the unit failed leak test due to a puncture on the cable. There was also a grinding noise noted on the coupler. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because there was no malfunction discovered during device evaluation, the definitive root cause of the image failure could not be determined. It is possible that the cable got flooded from the cable puncture, which may have caused poor communication. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.